Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The lens was returned positioned correctly in the lens case. A the lens did not appear to have been removed from the case. A scratch was not observed. A small piece of foreign material was observed on the optic. This material was loose and was able to be removed when cleaned. This material may have been interpreted as the reported scratch. Product history records were reviewed and documentation indicated the product met release criteria. The reported scratch was not observed. The lens was not damaged. Upon return a small piece of foreign material was observed on the optic. This material may have been interpreted as the reported scratch. It cannot be verified that the foreign material was on the lens when it was opened. Due to the static nature of the lens case material, loose particulate may be drawn to the case when opened. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens implantation surgery, the physician noticed scratch on the optic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).